Event description:
Event description cpi received information that this implantable pulse generator (ipg) may have had problems with the adapter. Further investigation found the device was exhibiting an intermittant loss of ventricular capture and increased thresholds. The hospital checked for lead failure and changes in the patient threshold, but could not ascertain the cause of the loss of capture.